Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 44 mg/dl or above. Low bg causes were not known. A third party provided assistance and the customer consumed carbohydrates to address bg. The customer reverted to an alternate method of insulin therapy.